Event description:
(B)(4) clinical study. It was reported that post a stenting treatment procedure, restenosis occurred. In (B)(6) 2005, the patient underwent treatment for two coronary lesions. The 95% stenosed and 10mm long target lesion was located in the ramus coronary artery with a reference vessel diameter of 2.5mm. It was treated with direct stenting using a 2.5x16mm taxus liberte stent resulting in 0% residual stenosis. A non-target lesion located in the distal right coronary artery (rca) was treated with placement of a liberte monorail stent. The patient was discharged 1 day later on aspirin and clopidogrel. In (B)(6) 2010, the patient presented to the hospital with sweating, nausea, dizziness, palpitations and central chest pain at rest which was described as dull and tingling and radiated to the left arm. An ECG performed showed no acute changes. Initial troponin was 0.04 and repeat troponin was 0.03. Chest x-ray revealed cardiomegaly and upper left vasculature diversion. The patient was diagnosed with non-st elevation myocardial infarction (nstemi). Two days after presenting, the patient underwent cardiac catheterization that revealed 75% stenosis and timi-3 flow in the ramus. Core lab analysis revealed an 11.37% diameter stenosis of the ramus, timi-3 flow with no thrombus and a patent study stent. It was treated with balloon angioplasty and placement of a non-bsc drug eluting stent resulting in 0% residual stenosis and maintained timi-3 flow. The event was considered resolved without residual effects and the patient was discharged 1 day later. It is noted that the patient returned the following month with complaints of mild angina, associated with "the feeling of transient pins and needles with some non-specific light headedness. The patient reports that this was similar to the nstemi the previous month but not as severe. An ECG was normal and troponin was 0.04 x 2. The patient was subsequently diagnosed with nstemi. Cardiac catheterization revealed no clear culprit lesion. The ramus had a 40% proximal stenosis "as before, not significant" and the "stent ostium and proximal were widely patent." Core lab analysis revealed a 2.73% diameter stenosis of the ramus with timi-3 flow and no thrombus with a patent study stent. No intervention was performed as there was no new disease identified. Patient was discharged on medical therapy. It is the opinion of the physician that these events are unrelated to the taxus liberte stent.

Manufacturer narrative:
Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).